Manufacturer narrative:
A complaint concerning problems with infusion pressure on the eva system was filed. No patient harm was reported and a surgeon was able to complete the case. Log files of the eva system which had the alleged problems were received by d.o.r.c. The analysis of the detailed log files revealed that the only instance where no air pressure was available took place at 15:17, directly after priming. This not sufficient pressure supply was signalized by an error message. The bottle of pressurized air was replaced mid-case which has caused the air pressure to drop and being signalized by the error message. No further anomalies could be found in the log files which would confirm that infusion was not able to keep up with aspiration.

Event description:
When they put the foot down on the pedal they found that the eye was going soft. They checked the tubing and the settings and it all seemed fine. They could not find a solution but it was at the start of a new air cylinder. We had the same thing happen today and it was due to the air cylinder pressure dropping to 4-5 bar and loudly hissing. Once we fixed this issue the case went ahead with no concerns.

Manufacturer narrative:
An investigation of the log files has been initiated by d.o.r.c. R&d department.

Event description:
When they put the foot down on the pedal they found that the eye was going soft. They checked the tubing and the settings and it all seemed fine. They could not find a solution but it was at the start of a new air cylinder. We had the same thing happen today and it was due to the air cylinder pressure dropping to 4-5 bar and loudly hissing. Once we fixed this issue the case went ahead with no concerns.